Event description:
During a coil embolization of an internal carotid artery (ica) ruptured aneurysm; the physician had difficulties advancing and repositioning the coil resulting in stretching of the main coil. The physician successfully removed the stretched coil with a snare device and completed the procedure by successfully deploying 6 coils. It was reported that angiography performed post procedure revealed an occlusion in the ica. The cause of the occlusion was unknown; therefore, the physician opted to perform percutaneous transluminal angioplasty (ptca) against the vicinity of the aneurysm neck resulting in temporary blood flow. However, the occlusion got worse post ptca and the physician concluded not to administer further treatment and terminated the procedure. The relationship between the device used and the patient¿s occlusion is unknown.

Manufacturer narrative:
For clarification it was reported that the patient suffered a vessel occlusion, the investigation concluded that the vessel occlusion was an anticipated procedural complication associated with the procedure.

Event description:
During a coil embolization of an internal carotid artery (ica) ruptured aneurysm; the physician had difficulties advancing and repositioning the coil resulting in stretching of the main coil. The physician successfully removed the stretched coil with a snare device and completed the procedure by successfully deploying 6 coils. It was reported that angiography performed post procedure revealed an occlusion in the ica. The cause of the occlusion was unknown; therefore, the physician opted to perform percutaneous transluminal angioplasty (ptca) against the vicinity of the aneurysm neck resulting in temporary blood flow. However, the occlusion got worse post ptca and the physician concluded not to administer further treatment and terminated the procedure. The relationship between the device used and the patient¿s occlusion is unknown.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the delivery wire was kinked and bent and the proximal contact was not attached to the delivery wire. The main coil was completely stretched and tangled and observed to be broken as the distal tip of the coil was not present. No anomalies were noted to the main junction. Information available indicated that the device was confirmed to be in good condition post unpacking and preparation and continuous flush was maintained. However, the anatomy was tortuous and a lot of manipulation was required to reposition the coil in the target lesion. The device directions for use cautions that ¿if it is necessary to reposition the target coil, verify under fluoroscopy that the coil moves with a one-to-one motion. If the coil does not move with a one-to-one motion or movement is difficult, the coil may have stretched and could possibly migrate or break. It is probable that manipulation of the device during repositioning contributed to damages observed to the delivery wire and main coil limiting its performance during the procedure. The damage to the proximal contact was likely due to handling as the device was confirmed to be in good condition prior to use. A root cause of anticipated procedural complication was assigned to the patient¿s stroke as it is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu).

Event description:
During a coil embolization of an internal carotid artery (ica) ruptured aneurysm; the physician had difficulties advancing and repositioning the coil resulting in stretching of the main coil. The physician successfully removed the stretched coil with a snare device and completed the procedure by successfully deploying 6 coils. It was reported that angiography performed post procedure revealed an occlusion in the ica. The cause of the occlusion was unknown; therefore, the physician opted to perform percutaneous transluminal angioplasty (ptca) against the vicinity of the aneurysm neck resulting in temporary blood flow. However, the occlusion got worse post ptca and the physician concluded not to administer further treatment and terminated the procedure. The relationship between the device used and the patient¿s occlusion is unknown.